Manufacturer narrative:
(B)(4). The baxter field service technician repaired the device on site. As such, the device will not be returned to (B)(4) technical services. The reported condition was confirmed and duplicated. The assignable cause are depleted main batteries. The main batteries and harness have been replaced. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
Baxter field service technician serviced a colleague device for a battery issue. The process step was unknown and no patient injury is reported. During baxter's review of the event history it was discovered that a battery depleted battery set alarm occurred during infusion, which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is 6.63.92, categorized as remediated.